Event description:
On 3/31/93, the pt underwent an anterior cervical fusion with casper titanium acf system for c/5-6 hnp. Follow-up with cervical spine films on 4/23/93 were 'normal'. Films done 5/23/93 demonstrated a fractured screw, pt began complaints of recurring pain. Additional (repeat) plan films and myelogram were performed. A re-operation for removal of the casper instrumentation was performed on 9/29/93.